Event description:
Catheter was placed for chemotherapy catheter removed, surgical incision and drainage chest wound with excision of retained foreign body. It was identified as a retained cuff in the subcutaneous tissue. Reported by medwatch.